Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, multiple episodes of non-sustained oversensing were observed due to right ventricular (rv) lead noise. Surgical intervention is anticipated. The patient was stable with no adverse consequences.

Event description:
Additional information received indicated that the right ventricular (rv) lead was successfully replaced. The patient was stable following the procedure.